Event description:
It was reported that during implant of the leadless pacemaker, one deployment was performed with adequate fixation however there were high thresholds. The implant was abandoned and a transvenous implantable pulse generator (ipg) system was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.